Event description:
It was reported that the pt experienced a lack of therapeutic effect, and had no stimulation sensation. The status lights were assessed. Only the 9v battery light was lit. The neurostimulator light was not lit. The MFR's device tracking system indicated that the pt's neurostimulator was replaced. Add'l info has been requested from the hcp, but was not available as of the date of this report.